Event description:
This lead was attempted in implant on (B)(6) 2013 due to patient anatomy- persistent superior vena cava. The physician was dr. (B)(6) at (B)(6) hospital university medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).